Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2010. Legal counsel for patient further reports patient allegations of pain, inflammation, damage to surrounding bone/tissue, lack of mobility, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records noted patient underwent a right hip revision on (B)(6) 2012. Revision operative report noted the reason for revision was groin pain. The modular head and acetabular liner were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of pain, inflammation, damage to surrounding bone/tissue, lack of mobility, and metallosis. No revision procedure has been reported at this time. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-04916/04917).